Manufacturer narrative:
After thorough investigation by the quality systems department, the results of lenstec's investigation are as follows: lens was discarded during procedure thus no device investigation was possible. Furthermore, lenstec was unable to sample any devices from the batches as all devices have been sold. Additionally, there were no previous complaints received from these batches. Lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Due to the absence of the lens, lenstec was unable to perform a more thorough investigation of the complaint. We are therefore unable to conclude what may have taken place which would have caused the damaged haptic; however, this device is compatible with the lc 16 cartridge. The instructions for use provided with the lens indicates the correct method for implantation and lenstec advises that the user follows these instructions which have been validated to prevent damage to the lens. (B)(4).

Event description:
Lenstec, inc. Received an email notification stating "upon insertion the trailing haptic tore off. Incision size was increased and lens was removed. Lens was discarded during procedure. Another +16.25 lens was implanted, stitches were placed at the time. No adverse event with the patient on re-exam next day".